Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 500 mg/dl. Customer blood glucose reading while admitted was unknown. The cause of the high blood glucose reading was bent cannula. Customer was not able to change or remove set during troubleshooting. Customer was treated with insulin drip. Customer was dispatched on not mentioned. Customer admitted was admitted in the hospital by their own. Customer using insulin pump system within 48 hours of reported high blood glucose event was not mentioned. The device will not return for the analysis.